Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6) . D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that immediately after implantation of a leadless implantable pulse generator (ipg) with high thresholds, the patients blood pressure dropped. An echocardiography confirmed there was no pericardial effusion but no wall motion was observed so life saving measures were taken with percutaneous cardiopulmonary support inserted and hemodynamics secured. A subsequent coronary artery angiography observed stenosis in the left anterior descending artery and revascularization was performed. Cardiopulmonary resuscitation was also performed. The patient was then returned to the intensive care unit where their condition is stable and the leadless ipg remains in use. No further patient complications have been reported as a result of this event.